Event description:
The patient was admitted with stable angina ccs2, a positive treadmill test and 2-vessel disease. The target vessel was the 3mm proximal lad, that was non-tortuous. The site was predilated with a 2.5x20mm balloon at 8atm. A 3x23mm cypher was implanted at 10atm, and a 2.75x23mm cypher stent was placed to overlap at 10atm. The patient was discharged on plavix for 3 months, aspirin, statins and beta-blockers. Two months later, the patient had stable angina type ccs1, and underwent a procedure to the 3.5mm mid rca. A 2.75x33 bx sonic stent was deployed at 14atm, and a 2.5x13mm cbx sonic stent was placed to overlap it at 14atm. Six months after the mid rca procedure, the patient returned with stable angina type ccs2 for a confirmed restenosis of the mid rca lesion.